Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the external multifunction cable is not working and needs replacement. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact / injury. Philips fse confirmed that the 989803106981 heartstart hands-free cable has an issue, and has ordered a replacement cable for the customer. The material 989803106981 heartstart hands-free cable is sent customer to solve the issue on 11/3/2023. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the evaluation code table was performed. The actual harm severity of this complaint is s0-negligible, which is lower or equal to the potential severity of s3-critical as per the risk listed in evaluation code table. No further actions are required. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the external multifunctional cable is not working, and needs to be replaced. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the external multifunction cable is not working and needs replacement. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact/injury. Philips fse confirmed that the 989803106981 heartstart hands-free cable has an issue, and has ordered a replacement cable for the customer. The material 989803106981 heartstart hands-free cable is under global hold. Orders will be processed as quickly as possible when stock is available. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the evaluation code table was performed. The actual harm severity of this complaint is s0-negligible, which is lower or equal to the potential severity of s3-critical as per the risk listed in evaluation code table. No further actions are required. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device will be repaired after material stock is available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text: remote support provided.

Event description:
It was reported to philips that the external multifunctional cable is not working, and needs to be replaced. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.